Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned absolute self expanding stent system (sess) was noted to be without blood visible and saline in the guidewire lumen. The stent implant was partially exposed distally from the distal outer sheath. The distal outer sheath was not retracted, the handle was in the locked position and the rack was in the distal position. These observations are consistent with no attempt at deployment via the thumbwheel and the reported complaint prior to use. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, inadvertently pulling on the tip of the sess during removal of the tip mandrel, insufficient support during prep, kinks in the shaft, interaction/resistance during loading onto a guide wire, or interaction with the introducer sheath and/or associated devices during insertion. The proximal end of the returned stent was mislocated on the stent holder. There was no further damage noted on the sess and no anomalies noted in the mechanisms within the handle. As the mandrel had been removed during unpackaging, it is possible that the tip of the sess was inadvertently pulled resulting to the reported partially exposed stent from the sheath. Then, subsequent handling may have contributed to the noted distal sheath kink and stent mislocation. However, a conclusive cause cannot be determined. A review of the finished device lot history records did not reveal any nonconforming material records for this lot relevant to this report. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for this lot. A conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency. During production all sheathed stents are visually inspected for stent location between the markers and verification that the stent is fully covered within the distal sheath.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). As the state of the device indicates no relevant damage and that no deployment has been attempted, there is no indication of a functional trigger for the stent exiting the distal sheath. Such occurrences are replicated when the tip of the catheter is pulled rather than the (tip mandrel). This is highlighted in the instructions for use (IFU): holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device.

Event description:
It was reported that prior to use during device unpackaging the absolute pro stent was found to be prematurely deployed. The distal part of the stent was predeployed without any action taken on the device. There was no patient involvement. A second device was used to perform the procedure. No additional information was provided.